Event description:
While at home, the patient paged ventricular assist device (vad) emergency pager with a complaint of damage to vad driveline. After discussion with physician, the decision was made to admit pt to the hospital for driveline evaluation. Prior to leaving for hospital, red heart alarms on vad went off; so pt called 911 and was admitted to hospital. The physician and thoratec team evaluated pt who was determined to be hemodynamically stable. The vad was placed on batteries due to risk of controller shorting out and left ventricular assist device (lvad) pump stoppage. As expected, the red heart alarms continued. Thoratec team commenced driveline repair the next day; and when patient was hooked up, the alarm report indicated the pump had been stopped since previous evening. The pt remained hemodynamically stable and the 2d echocardiogram found ejection fraction (ef) 50%. It was decided that the lvad would not be turned back on due to risk of clotting. Pt remains in hospital with lvad explantation planned. Thoratec will evaluate the driveline after explantation.